Event description:
There is no resistance in the cement gun. This event did not occur during a surgical procedure. Therefore, there was no adverse consequence to any pt or delay in surgical time.

Manufacturer narrative:
Summary of evaluation: a functional check of the cement gun indicated that it was fully functional. Complaint could not be verified. F1-14: has been completed by the MFR. The event did not occur during a surgical procedure.